Manufacturer narrative:
(B)(4). Only event year is known. Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. (B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on an unknown date, patient underwent a revision of variable angle (va) locking compression plate olecranon plate due to nonunion. The patient outcome was unknown. Concomitant devices reported: screws: trauma (part number unknown, lot unknown, quantity 1), 2.7mm/3.5mm va-lcp olecranon pl 2h/lt/90mm (part number 02.107.302, lot unknown, quantity 1). This report involves 1 2.0mm lcp(tm) adaption plate 12 holes 81mm. This is report 2 of 3 for (B)(4).